Event description:
It was reported that during a sternal closure following an osteotomy procedure, the zipfix broke while the surgeon was trying to work the needle through the second half of the sternum. Due to the shortness of the needle and thickness of the intercostal space, the surgeon was really trying to push the needle through and it broke off where the little notch is below the needle. Surgeon implanted five zipfixes, and out of the five two broke. Devices were still able to be implanted to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.